Event description:
The patient with known coronary artery disease (cad), status post coronary artery bypass grafting (CABG) x 5 presented with acute coronary syndrome and troponin of 1.5, and past medical history of transient ischemic attack (tia) or stroke. According to the physician's procedure report, this was an extremely complex case because of the highly calcified lesions. In an attempt to deploy a stent into the right coronary artery, the stent was dislodged. The stent could not be clearly seen with the ivus which in part was probably because it could not be advanced far enough down the right coronary artery (rca). The physician carefully looked at the proximal rca and then did an ultrasound to look at the guiding catheter and confirmed that the stent was not caught in the guiding catheter. The physician had already looked at it with direct visualization on the x-ray. The stent was unable to be retrieved. The patient had no clinical symptoms throughout the process.======================manufacturer response for drug eluding stent system, promus coronary stent 2.5 x 12 (per site reporter).======================no response at this time.